Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that unspecified bd infusion set had air in line. The following information was received by the initial reporter with the verbatim: it was reported by customer that they are still experiencing air in IV lines. Verbatim#: rcc received a complaint via email. Email(s) attached. Good afternoon. I have met with our clinical leadership who have informed me that we are still experiencing air in our IV lines. This issue is more that 2 years old at this point, and we would like a response / resolution that does not involve workarounds. Please advise. I am also informing our team that handles recalls / alerts to be sure this is on the radar for potential reporting to the FDA. I¿m happy to have a call to discuss if necessary.